Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vein. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during multiple inflations at below rated burst pressure, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.